Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. D6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (81): the device was not returned for evaluation;.therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Health effect - clinical code 4581: no code available (incision enlarged). An attempt was made to obtain the missing information. However, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular (iol) was fully inserted and removed during the same procedure due to shutter (shooter), insertion device defect and lens defect. The issue was noticed after the insertion of the lens into the eye. There was an incision enlargement. Another johnson & johnson lens of the same model and diopter was implanted in the patient¿s left eye as a replacement. The patient outcome was not provided. There was no patient injury. No further information was provided.

Manufacturer narrative:
Corrected data: in review, it was noticed that the narrative for the "section h6: medical device problem code 1069 damaged / broken and 1069 lens damaged " was inadvertently not entered in the section h10 of initial MDR report which it should have; therefore, the information has been captured in this supplemental MDR report and the following field was updated accordingly: section h6: medical device problem code: 1069 damaged / broken and 1069 lens damaged all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: may 25, 2023 . Section h3: device evaluated by manufacturer: yes. Device evaluation: no iol was received as part of this return. The complaint handpiece was received inside of a bag. No additional materials were received. No iol was received as part of this return. Visual inspection under magnification of the returned handpiece revealed that it was receive with the plunger rod fully advanced. The handpiece was disassembled, and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. The complaint issue lens damaged was not confirmed therefore the complaint issue could not be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.